Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system oversensed noise on the right ventricular (rv) lead, which resulted in an inappropriate shock. The patient's therapy was not exhausted. The noise was unable to be recreated with isometrics or pocket manipulation. The device was reprogrammed and the physician planned to continue to monitor. Subsequently, a revision procedure was performed. The ICD and rv lead were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported noise, oversensing, and inappropriate shock.

Event description:
This supplemental report is being filed as the device evaluation was completed.